Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator under the skin and intermittencies with device use. It was also reported that the internal magnet had been implanted in an improper orientation. The patient underwent revision surgery on (B)(6) 2013, to correct receiver/stimulator placement and magent orientation. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.